Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 500 mg/dl. The customer reported the symptoms related to past event. The customer was treated with pump. Customer's blood glucose value was 500 mg/dl at time of incident. Customer's current blood glucose value was 178 mg/dl. Customer reports about the high blood glucose and motor error. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report customer does not allege pump was under delivering. Drive support cap appears normal (slightly indented). There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined to perform the high performance test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer stated that pump being replaced due to motor error alarm. The product was not returned for analysis.